Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms (undisclosed) related to diabetes. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated that she may be having mild symptoms but did not specify what those symptoms were. Customer stated that she needed to end the call so she could contact her doctor regarding the results. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.